Event description:
User reports issue with discrepant sodium results. Seven patient examples provided. Patient 1, initial result 134 mmol/l, repeated twice giving 140 and 136 mmol/l. Patient 2, initial result 130 mmol/l, repeated twice giving 136 and 135 mmol/l. Patient 3, initial result 131 mmol/l, repeated twice giving 137 and 136 mmol/l. Patient 4, initial result 129 mmol/l, repeated twice giving 135 mmol/l both times. Patient 5, initial result 132 mmol/l, repeated twice giving 139 and 138 mmol/l. Patient 6, initial result 122 mmol/l, repeated twice giving 128 and 127 mmol/l. Patient 7, initial result 134 mmol/l, repeated twice giving 139 and 141 mmol/l. Initial results were reported, the patients were not adversely affected. The field service representative was unable to determine root cause, but noted he replaced the sodium electrode, sipper tubing and pinch tubing. Performance tests were performed.